Manufacturer narrative:
Product analysis: analysis was able to confirm the reported broken output connector assembly and lower case. Analysis also noted that the upper case was broken and the display wire was pinched with compromised insulation. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had damaged atrial and ventricular output connectors and the lower case was cracked near the battery door. The epg was returned for service. There was no patient involvement.